Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to entering in safety mode. This device is expected to be returned for analysis. No adverse patient effects were reported.